Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the cylinders and pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ipp cylinders were visually inspected and functionally tested. The first cylinder outer tube was damaged by the proximal end that was the result of a sharp instrument most likely occurred during explant. A leak in the second cylinder was found in the proximal end of the cylinder that was the result of input tube wear to the outer tube and fatigue of the inner tube. Frayed fabric threads were also present. The momentary squeeze (ms) pump was visually inspected and functionally tested. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. During functional testing the pump did not pass activation test 2 and 3. Based on the information available and analysis results, the reported clinical event of a fluid loss was confirmed.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis was implanted. No patient complications were reported.